Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report. User facility reported that the patient had narrow nasal cavity and the cause of the phenomenon was due to the inserting the endoscope with excessive force. They also reported that they did not think there was a problem with the endoscope. The subjective device was returned to olympus for repair. During the repair, there was minor dent found at insertion tube 8cm from the distal end. There was no abnormality found at the distal end. Olympus also checked the manufacture history of the subject device, there was no irregularity found. The cause of the reported phenomenon could not be conclusively determined, however patient anatomy could not be ruled out as contributory factors. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during observing nasal cavity with an endoscope, user experienced there was difficulty of withdrawing the endoscope from the patient's nostril. Distal end of the endoscope was pulled out of the mouth, and users cut bending section cover of the endoscope, after that the endoscope was withdrawn from the nostril. There was no patient harm reported.